Event description:
Echelon stapler only fired one staple load during stapling process. Surgeon aware - stapler removed from service and replaced with another stapler. No harm to pt. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by calling my number.